Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and quick resulting in insulin flow block alarm. The customer's blood glucose at the time of incident was over 587 mg/dl, current blood glucose is 401 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the last night blood glucose of customer was 574 mg/dl and at 9:27pm was 597 mg/dl. The insulin pump will not be returned for analysis.